Event description:
A ventilator was returned to a 3rd-party service center for evaluation of alleged damage to the touchscreen. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The device's touchscreen was experiencing an intermittent failure and required replaced to address the issue. Additional findings not related to the malfunction/issue an enclosure panel and the handle were physically damaged and required replacement.